Manufacturer narrative:
The manufacturer was advised that the lvad pump was turned off and remains in the patient and will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer via the device tracking system that the patient was explanted on (B)(6) 2013, and only the percutaneous lead was removed. Additional information obtained by the manufacturer verified that the patient had presented with sever hemolysis 2 days previous and the hospital performed ramp studies. The left ventricle (lv) did not unload and the pump began alarming with red heart/continuous tones. The pump was turned off and the percutaneous lead was cut. The pump was left in place and it was determined that the patient had enough recovery. The pump remains in the patient and will not be returned for evaluation.

Manufacturer narrative:
Based on the information available to the manufacturer, the report that the pump clotted off could not be confirmed through this evaluation. A full evaluation of the lvad could not be conducted because the system remains off, but implanted with the patient. However the device¿s approved labeling lists device thrombosis and hemolysis as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was communicated by the account that the patient would intentionally unplug his lvad and go on walks as a means to elevate himself on the transplant list. It was also reported that the patient later began smoking meth. The pump was disabled but left in patient. A partial explant was completed on (B)(6) 2013 in which the driveline was removed.